Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing purulent drainage redness, swelling, pain and hotness to the touch had occurred while wearing the pod. The patient was taken to her hcp (health care provider) who lanced the infusion site and prescribed doxycycline. Cultures were obtained and the results were reported to be negative. It was also reported that the patient has cvid (common variable immunodeficiency), which increases her risk of infections and causes her ongoing issues with irritation at her infusion sites.